Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue but did not reproduce the issue. The event was likely due to a leak that occurred in the patient circuit.

Event description:
The hospital reported a leak resulting in the loss of manual and mechanical ventilation. There was no report of patient injury.